Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient had symptoms of hypoglycemia including lightheadedness, sweating, and then passed out. Prior to losing consciousness, the bg was reading 46 mg/dl while the egv was 221 mg/dl. The patient´s wife found the patient unconscious an hour later and took a blood glucose reading which dropped to 40 mg/dl while the cgm reading was still 221 mg/dl. The wife treated the patient with a glucose shot and reigned consciousness. There was no further medical evaluation or intervention. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.